Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 5086 implantable pacing lead 2013-(B)(6), 310c29 implantable tissue valve 2013-(B)(6). (B)(4).

Event description:
It was reported that the next day after implant, a chest x-ray showed that the right ventricular (rv) lead had pulled back. Instead of repositioning, it was decided to remove and replace the lead. No patient complications have been reported as a result of this event.